Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, when he went to boot-up the system on battery, the unit did not boot-up and batteries were depleted. The perfusionist mentioned this backup system had been setting for some time. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) booted the system on alternating current (a/c) power and copied the data logs. The fsr shutdown the system and measured batteries. Both 12vdc batteries were less then 8vdc. The fsr installed new batteries and booted the system successfully. The fsr verified the operation of the base. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.